Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient's left ventricular (lv) lead was found to have dislodged, which was confirmed via chest x-ray, and resulted in extra cardiac stimulation. The left ventricular lead was repositioned and later discarded and replaced due to damage from user error. The intervention was completed on (B)(6) 2022. The patient was stable throughout.